Event description:
A malfunction was reported by the caller regarding their pump. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.